Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual device used during the case was returned and evaluated. Visual examination of the occlusion balloon revealed that all component parts were returned. All of the components were inspected and found to be within specification. The occlusion balloon material was baggy indicating use. An inflation test was performed and no leaks or damage was found. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has not been confirmed, no damage or leaking found. The analysis is complete as of today (B)(4) 2012.

Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The test inflation was completed without any abnormality noted. The occlusion balloon wire was inserted into the patient and placed distal of the lesion at internal carotid artery and inflated for protection. The physician performed intervention on the artery. The system was then removed from body after stenting. Angiography showed insufficient explantion of the stent. The occlusion balloon wire system was inserted again and inflated again. During procedure the occlusion balloon deflated unexpectedly and subsequent procedure was stopped.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.